Event description:
An asymptomatic patient presented to the clinic for follow- up, and upon interrogation, decreased in r-waves and increased in thresholds were observed. As such, the lead was explanted.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported event. Visual inspection of the lead revealed no significant anomalies. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal. All measured data were within product specifications.